Manufacturer narrative:
(B)(4). Concomitant medical product: nexgen stemmed tibial component precoat size 5, catalog# 00598004701, lot# 70061300; nexgen all poly patella standard size 35 mm dia. 9 mm thickness, catalog# 00597206535, lot# 22065900; nexgen cruciate retaining (cr) femoral component porous size e left, catalog# 00597201501, lot# 70846300. (B)(6). It is unknown if product will be returning to zimmer (B)(4) and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient was revised due to articular surface loosening approximately sixteen (16) years post implantation. The patient started having pain and it was discovered during the procedure the articular surface appeared to be loose, without any wear or damage on the implant. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.